Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 16-48mmx2.75-3mm target lesion was located in the mildly tortuous and mildly calcified coronary vessel. The lesion contained a bend between >45 and <90 degrees. A 3.00x24mm synergy stent was advanced to treat the lesion. However, difficulty inserting the device was encountered and when the device was removed, it was noted that the distal part of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.